Manufacturer narrative:
Product complaint pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to use in an unknown procedure on an unknown date, the wire was found to be protruding from its packaging. A like device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation: an unopened sample of product code was returned for analysis. During the visual inspection of sample, several damage and pin holes at the copolymer were noted. This damage was caused due to needle was rotated and protrude from the folder and compromising the integrity of the product. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of packaging integrity is holes in cavity and incorrect needle park, since, the needle is outside of the package is a deficiency in the manufacturing process.